Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿ the pump stopped running shortly after setting and there was no alarm given.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 01/27/17. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer stated the nurse set the pump; however, shortly after, it stopped running and there was no alarm given. The nurse powered it down, and then was unable to reset it. The customer states that there is no additional information available.